Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Piece of the brush head broke off while brushing [device breakage], no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that, after 4 weeks of use, a piece of the oral-b brushhead, version unknown broke off while he or she was brushing with an oral-b rechargeable toothbrush, version unknown. The consumer stated that he or she was able to spit the piece out. No symptoms developed. 25-mar-2016 received follow-up: the consumer stated if he or she scratched the oral-b logo with a coin, nothing happened. No further information was provided.